Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.79 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as polyester material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor contained particulate matter inside the balloon. This was identified before use. There was no patient involvement. No additional information is available.